Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported she suddenly had occasional urgency that lasted about half a day every two months. This had occurred 4-5 times since implant. It was noted the patient had not fallen or had trauma. The patient had lost about 40 pounds total since implant and 25 pounds most recently, which had caused the implantable neurostimulator (ins) to move out of the fat pocket. It was sitting right under the skin. Interventions involved the patient informing her physician regarding the symptoms of urgency, but not the weight loss/ins issue. The patient had taken azo pills to numb the inside after the urgency. The following day, it had resolved. The patient had not changed the settings to her implant. The consumer further reported that the circumstances that led to the patient's occasional urgency issues since implant were unknown. The health care provider (hcp) didn't know and it happened every 4 to 6 weeks. The step taken to resolve the urgency issues and the stimulator moving was that the patient had revision surgery to the lead and generator. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.